Event description:
It was reported that the patient presented with shortness of breath and their right atrial (ra) lead exhibited undersensing. The lead remains is use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.